Event description:
The pt's family member called lifescan and alleged that their pt meter would not power on. The pt family member stated that the pt had not been able to test for approx one week. On the day of the event, the pt was sleepy and had ketones in their urine. Pt was taken to the hosp and the result was 384 mg/dl. The pt was given insulin after testing or attempting to test on the meter. No other treatment was reported. Medical affairs attmepted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to obtain more clinical information. A replacement meter has been sent ot the pt.